Event description:
It has been reported to philips that, system was given error message: no x-ray is possible, generator is busy. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible and showing error that generator is busy, fse found that the power inverter of the frontal x-ray generator was the fault of one of the gate drivers. The fse replaced the power inverter. After replacement of the power inverter, the system was returned to use in good working order. The codes were updated based on the investigation outcome.